Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (fill in applicable product model information t3-t6 models) that is sold in the united states under (PMA/510(k) # (t3-t6 models). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implantation procedure, the patient complained that patient vision appeared to be shaking ,after checking it with a slit, physician confirmed that the iol was shaking finely. Additional information has been received stating that after 2 months of follow-up observation, the shaking of iol disappeared and that the patient was no longer aware of the shaking. The physician considered that the shaking vision had subsided due to contraction of lens capsule. The patient's vision was also good.

Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).